Manufacturer narrative:
A review of the device history record confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Four (4) opened and used samples were returned. Unfortunately, all four samples are contaminated with feed. A visual inspection was completed on the samples and confirms the reported issue/s. The silicone tube is disconnected for the mistic connector. No functional tested was completed as the condition is confirmed visually and samples are contaminated. As no functional testing can be completed a definitive root cause cannot be identified and a corrective action for this issue could not be implemented. This issue may occur when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section.

Manufacturer narrative:
An investigation is currently underway.  Upon completion, the results will be forwarded.

Event description:
The customer reported that when providing medication through the medication port, the feeding sets were leaking from the mistic connector area.